Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, when the nurses open the packaging, the vent is popping out and getting contaminated. Another device was used for the procedure. The surgical procedure was completed successfully, there was no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
This complaint is not confirmed. A review of the device history record shows no non-conformances relating to this issue. One previous complaint was from this same customer. No other complaints have been rec'd. No add'l action will be taken. This report is being submitted to the FDA as a result of a retrospective review of product complaints.